Manufacturer narrative:
Additional information: section b describe event or problem and section h manufacturer narrative. The report that the station had a burning smell was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the drawer: replaced damaged half-height cubie drawer. Configured drawer. Visual inspection of the solenoid observed thermal damage. Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the drawer controller and pyxibus module controller boards observed no issue; however, electrical measurement of the boards noted only a drawer controller component to be shorted. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a burning smell coming from the back of the station. The customer stated that there was no delay in the dispensing of the medication. As per part investigation, it was determined that there was a thermal damage observed on the solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer had shorted out, with the solenoid locked up and the boards damaged. A field service engineer confirmed that there was no burning smell or any black marks from a fire. The plunger and solenoid were seized and stuck together. The engineer replaced the damaged half-height cubie drawer and configured it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a burning smell coming from the back of the station. The customer stated that there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.